Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly and mechanism rails which contributed to low battery voltages and an inability to download the data from the pod. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the pod. This internal leak contributed to the observed corrosion and prevented the proper delivery of insulin. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure delivering insulin. Treatment information was not provided.